Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient reported that their stimulator was not working properly, and they need to get it recalibrated. The patient stated that it felt like it's not leaving the intensity, and it will not allow them to increase intensity, and doesn't want to charge very cooperatively anymore. The patient also mentioned that they were trying to charge the implant last night and it just gave up. The patient mentioned they didn't know who to call but that they need to get the stimulator looked at. The patient noted that they have worked with a representative (rep) and have a phone number from 5 years ago but don't remember the reps' names other than it was a lady and guy. When asked for the event date, the patient stated it's been quite a couple years now and that the last year has been rather difficult even more so than 2 years ago. When asked for a managing hcp, the patient mentioned that they never followed up with a doctor. The patient was redirected to their healthcare provider to further address the issue, and the agent sent an email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.